Manufacturer narrative:
An incident was reported in which the blue key of the hemostatic valve dislodged, even though no increase in pressure had been observed. The device was returned to abbott for investigation, and the tap rotator was detached from the device. An attempt was performed to reattach the tap rotator to the device. Tap rotator was able to be reattach with a click. The amulet manufacturing procedures require verification that the three-way stopcock is complete, undamaged, and properly tightened, as well as confirmation that the consumed part shows no signs of rejection or overconsumption. These established steps are sufficient to detect issues with the assembly, supporting the conclusion that the defect observed during the procedure did not originate from the costa rica manufacturing site. Existing controls ensure each stopcock is fully intact and secure before shipment. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure. During procedure, the blue key from hemostatic valve, jumped and didn't have increased pressure. They could recover the bluey key and put it back on. The patient remained stable throughout the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure. During procedure, the blue key from hemostatic valve, jumped and didn't have increased pressure. They could recover the bluey key and put it back on. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.